Manufacturer narrative:
One smiths medical cadd solis hpca pump was returned for analysis with no physical damage found on the pump. During analysis, delivery accuracy tests found the pump to be out of the published specification of +/-6%. Service replaced the expulsor in order to bring the delivery into more nominal of a range. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during a preventive maintenance, a smiths medical cadd solis hpca pump was over infusing. No patient was involved in this event. No adverse effects were reported.